Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. The customer stated they did not receive request to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.